Event description:
During the coronary artery bypass graft surgery, while the surgeon was screwing on the punch on the left side of the aorta, their hand slipped causing a tear in the aorta. The surgeon used a side biter clamp to repair the tear using pledget sutures. No add'l pt complications were reported.